Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that cause of the therapy has stopped message was unknown. The cause of the lead pulling out of foramina a bit was unknown. There will be clinical decision on actions taken for resolution. Information for use was urge frequency. No further information can be obtained from the clinical staff.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Lot#. Serial# unknown. Implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient with a sacral nerve stimulator implanted in (B)(6)2024 has experienced the following message on her sacral nerve stimulator: "therapy has stopped. Replace the internal device to continue therapy". The matter was discussed with patient¿s healthcare professional (hcp). Hcp feels that on x-ray, it looks like the lead has pulled out of the foramina a bit and advises patient be listed for a new lead. However, hcp asked for any tips for whilst the patient is waiting because electrode 0 was definitely still in a viable position. Hcp wanted to know if there was a way of getting past the above message so that they can make the most of electrode 0 whilst the patient awaits a lead replacement as they will need to wait for several months. Hcp was not expecting eos because the patient has only had the implant in for 15 months. The patient had not received any pre-warning messages. Patient only noticed a change but only just before they switched it on and discovered the eos message.